Event description:
It was reported that the lcd is defective. Found during testing. No patient harm. During the investigation, it was found that there was a delaminated dso seal and the uso seal was bulking which caused a downstream occlusion.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. During the investigation, it found a downstream occlusion. The root cause is the dso seal delaminating and the uso seal bulking. These were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.